Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
An intra-op issue was reported. The procedure being performed was reported as a poly swap. This pi is for the revision procedure.